Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted (B)(6)2014, 5554-53 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of an atrial arrhythmia episode and was observed with small p-waves. The sensitivity was reprogrammed. The right atrial (ra) lead remains in use. It was also reported that the right ventricular (rv) lead measured small r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.